Manufacturer narrative:
Please note that there was no death or no severe injury involved in the incident. The user facility was instructed again by our distributor importance of setting alarm appropriately for pt's safety.